Event description:
It was reported that the tip of the reamer fractured. There was no injury to a patient or delay to a procedure reported. No further information has been reported to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that it fractured due to bending overload. This report filed (B)(6) 2010.